Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb). The device then passed all testing.

Event description:
This complaint was identified as reportable through a retrospective complaint review. It was reported that during patient use, a ventilator had a lower display that was blank. The patient was removed from the ventilator and placed on a second device. The patient was not harmed as a result of the event.